Event description:
It was reported that the usb cable would not stay in the pump usb port. Another usb cable was used and the same issue reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.